Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial canal / malposition essure devices"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included cystoscopy (surgery (other) type of surgery: cystoscopy), burning sensation (burning sensation in the uterus or the area of the uterus during menses,), bacterial vaginosis, endometritis and uterine tenderness. Concomitant products included fish oil since january 2017, magnesium since (B)(6) 2017, metronidazole and naudicelle (bioglan evening primrose oil) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ abdomen pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and uterine pain ("uterine pain"). The patient was treated with doxycycline, metronidazole (flagyl), surgery (hysterectomy with bilateral salpingectomy.) And surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal infection and dyspareunia outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and uterine pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results: diagnosis- as part of the patient's evaluation, she had a pelvic ultrasound performed on (B)(6) ,2016, the ultrasound showed the uterus to measure 9,7 x 3,4 x 5,2 cm, there was a finding of bilateral essure devices which were found to be extending into the endometrial canal, this was said not to be an expected location for these devices and there is a possibility for device migration, it was said that this could result in ineffective birth control, a hysterosalpingogram was suggested,gross description: extending into the endometrium from the fallopian tube insertion site are two silver metallic coiled objects, measuring 3.0 cm in length x 0.2 cm in diameter, the left device appears to extend 2.0 cm into the endometrium. Diagnosis: a-c) uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: 1) weakly proliferative endometrium. 2) unremarkable myometrium. 3) cervix showing benign squamous and endocervical mucosa. 4) benign paratubal cyst (right side, 1.0 cm). 5) essure devices identified bilaterally, with the left essure device extending into the endometrial canal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, abdominal pain, uterine pain, migration of the essure devices, pelvic pain. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Outcome of events abdominal pain lower, uterine pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia updated to resolving. Onset date of event device expulsion added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: endometrial canal / malposition essure devices"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystoscopy (surgery (other) type of surgery: cystoscopy), burning sensation (burning sensation in the uterus or the area of the uterus during menses,), bacterial vaginosis, endometritis and uterine tenderness. Concomitant products included fish oil since (B)(6) 2017, magnesium since (B)(6) 2017, metronidazole and naudicelle (bioglan evening primrose oil) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), uterine pain ("uterine pain") and the second episode of abdominal pain ("abdomen pain"). The patient was treated with doxycycline, metronidazole (flagyl), surgery (hysterectomy with bilateral salpingectomy.) And surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia and uterine pain outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea and the last episode of abdominal pain was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: diagnosis- as part of the patient's evaluation, she had a pelvic ultrasound performed on (B)(6) 2016, the ultrasound showed the uterus to measure 9,7 x 3,4 x 5,2 cm, there was a finding of bilateral essure devices which were found to be extending into the endometrial canal, this was said not to be an expected location for these devices and there is a possibility for device migration, it was said that this could result in ineffective birth control, a hysterosalpingogram was suggested,gross description: extending into the endometrium from the fallopian tube insertion site are two silver metallic coiled objects, measuring 3.0 cm in length x 0.2 cm in diameter, the left device appears to extend 2.0 cm into the endometrium. Diagnosis: a-c) uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: 1) weakly proliferative endometrium. 2) unremarkable myometrium. 3) cervix showing benign squamous and endocervical mucosa. 4) benign paratubal cyst (right side, 1.0 cm). 5) essure devices identified bilaterally, with the left essure device extending into the endometrial canal. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, menorrhagia, abdominal pain , uterine pain, migration of the essure devices, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet, mr received, new reporter, patient demographic information, concomitant medication, treatment, lab data , essure indication ,event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type vaginal, migration of essure device location of device: endometrial canal/ malposition of essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , uterine pain and abdominal pain were added. Concomitant condition are added. Outcome of event cramping is recovering/ resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.